Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown fault ("fault no communication"). The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed. Since the reported event was unknown and had occurred on an unknown date, the sample evaluation and the review of the logs could not verify the event. However, the review of the event history log revealed that the device experienced check supply line alarms within the same week that baxter was alerted of the reported issue, just a few days prior. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed with no abnormalities noted that could have contributed to the reported event. A service history review revealed no previous service events were related to the reported condition. A visual inspection and functional test was performed and the device performed within the product specifications. The reported condition could not be confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.